Event description:
It was reported that during the initial implant of this right atrial (ra) lead, the physician attempted several positions to obtain optimal measurements. Upon completing the lead positioning and performing pocket closure, high capture thresholds were noted as well as a blood pressure drop. It was determined that the patient was in cardiac arrest due to a perforation that occurred during one of the attempted lead positions, causing a pericardial effusion and leading to a pericardiocentesis. The following morning, the system parameters were within normal limits and the patient condition was stable. The physician opted to continue monitoring the patient. No additional adverse patient effects were reported. This lead remains in service.